Event description:
It was reported that the inlet port is not working properly. No additional information.

Manufacturer narrative:
One unit was returned for investigation. Upon physical inspection, it was found that the complained issue could be duplicated. The problem source is user interface. Manufacturing DHR not relevant due to the age the device and damages sustained.